Event description:
Healthcare professional reported left side seroma-late. Device has been explanted.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.5; b.6; h.6;

Event description:
Healthcare professional, additionally reported, left side increased volume. And mild chronic unspecific inflammatory infiltrate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ allergic reaction/ hypersensitivity-delayed-breast: unable to observe since it is not related to the device. ¿ visibility/palpability-breast: unable to observe since it is not related to the device. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side seroma-late. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of visibility/palpability, seroma-late and allergic reaction/hypersensitivity delayed was reviewed on april 29, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity delayed: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side seroma-late. Device has been explanted.